Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overrode the suggested bolus amount and delivered a larger bolus than intended. The customer's blood glucose (bg) level was 38 mg/dl. Customer received assistance and was treated with a glucagon injection to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.